Event description:
The customer reported via phone call that she had a blood glucose over 400 mg/dl. Customer's current blood glucose was 426 mg/dl. Customer treated with a manual injection. Customer declined troubleshooting. Customer stated that she ran a 3.0 unit prime and the pump delivered insulin. Customer will be sent tubing clamps.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.